Manufacturer narrative:
(B)(4). Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no rewind anomaly noted during test. Device received with broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir plastic ring fell off, screen was scratched affecting vision slightly. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was also reported that side of the insulin pump was cracked. The customer was also reported that the insulin pump had unexplained no delivery alerts, little slower during rewind. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.